Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 429888 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited under-sensing and under-detection of ventricular fibrillation (vf) due to small amplitude r-wave and right ventricular (rv) lead noise algorithm, and thereby inappropriately withheld therapy. Patient suffered arrhythmia and ventricular fibrillation resulting in hospitalization. Reprogramming was performed and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) undersensing information and an r-wave amplitude measur ement issue.